Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had broken at the access site and the tip of this lead was abandoned in the subclavian. No additional adverse patient effects were reported.